Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient. Product ID 3889-28, lot# va0t9ex, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
It was reported that there was a loss of therapeutic effect. The therapy was working for the patient until he started to become more active with yard work around the middle of (B)(6). The patient tried to increase stim. The patient was going to follow-up with their health care professional (hcp) if changing the program did not help. The patient status was unknown. After follow-up with the patient, it was reported that they changed the remote from channel 3 at 4.3 volts, where the hcp had it set, to channel 1 at 4.8 volts with no results. If additional information is received, a follow-up report will be sent.